Event description:
During placement of one of the arms of the bladder sling the initial trocar was passed on the patient's left. This was carefully swept from the puncture wound through the obturator canal and into the incision. A finger was placed in the incision protecting the urethra during trocar passage. FDA safety report ID# (B)(4).